Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). According to patient's mother. He patient's blood glucose levels reached over 250 mg/dl due to personal diabetes manager not administering basal deliveries or working properly. Symptoms reported include hyperglycemia, vomiting and near loss of consciousness. The patient was treated with insulin intravenously. The patient was released after spending 3 or 4 days in the intensive care unit (ICU).